Event description:
It was reported a patient experienced and was hospitalized the same day for peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain and cloudy effluent. The cause of the peritonitis was unknown. The same day as diagnosis the patient was treated with intraperitoneal (ip) cefazolin 1 gram daily for three days and ip fortum 1 gram daily for three days. Nineteen days after admission the pd catheter was removed and dianeal therapies were discontinued. On an unknown date, the patient was discharged from the hospital. At the time of this report the patient was not recovered from this peritonitis event. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.